Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. The device evaluation confirmed that in its received condition, the device permitted power up but had limited keypad operation due to a "double response" when any #0,#1,#2 and #3 button was depressed. The following keys are inoperable #4,#5,#6,#7,#8 and #9. It was determined this was caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had a duplicate keypad output. It was also reported there was no patient involvement.